Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes dashes (---) for several parameters and the device could not be programmed.